Event description:
The customer reported that the ventilator shut down during use on a pt. The customer reported there was no pt harm. Upon evaluation, the manufacturer's service technician reported the device would not power on. The service technician replaced the power management pcb and motor controller pcb boards to correct the finding. Review of the device diagnostic history noted multiple power restore occurrences. Applicable final testing was completed and passed per operating specifications.